Event description:
The lay user/patient contacted lfs alleging that he lost power on his one touch ultra easy meter 4 weeks ago. A medical affairs specialist (mas) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient to obtain additional information. In late 2008 around 5:30 am, the patient had dry throat, leg pains and was unable to sleep. He then tested his blood glucose on his wife's one touch ultra easy meter and obtained a 29.0 mmol/l (522 mg/dl). He contacted his physician who advised him to take his normal dosage of diabetes medication. The patient did as what was advised and claimed he felt better 60-90 minutes later. Later that day around 4:00pm, the patient tested his blood glucose on his wife's meter and obtained a 16.4 mmol/l (295 mg/dl) and he took the same dosage of oral medication as he did earlier that day. The batteries were correctly installed, the meter is not a new product (out of box), and the meter did not power on by pressing the power button. The patient has not replaced the battery per the owner's booklet. The patient inserted the test strip all the way into the meter and the meter did not turn on. The patient was using the correct vial of test strips. No further clinical information was provided. It would have been helpful to know how often the patient tests in a day, diabetes regimen, how long the patient has had the meter, whether the patient tested on his wife's meter on a regular basis to obtain his blood glucose readings and whether the patient has any other health conditions. It would have also been helpful to know a normal reading for the patient. There is no evidence that the meter malfunctioned since the patient did not replace the battery per the owner's booklet. The complaint is being reported since the patient was unable to test on his meter for approximately for 4 weeks and developed symptoms of high blood glucose, and obtained an elevated reading over 500 mg/dl on his wife's meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.